Event description:
It is reported that the pt was revised due to complications related to tissue reaction.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Upon receipt of item and lot info, it was determined that this device was mfg by zimmer (B)(4). Please ref 1822565-2011-02731. This report will be amended when our investigation is complete.